Manufacturer narrative:
The manufacturer receive the devices for investigation and the investigation has been initiated. One x-ray and three pictures were provided. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. (B)(4) fitmore hip stem) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a revitan, distal part, curved, uncemented, 16/260 on unknown side on 2006. The patient was revised on (B)(6) 2016 due to breakage of after 10 years. As the full date of implantation was not provided we have taken the last day of the year.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: a breakage of the proximal part of the revitan stem after 10 years was reported. The activity level of the patient is rated as medium. Review of surgical notes: surgical reports of implantation and revision were not received. Review of operative photographs: there are three operative photographs at hand. Two images seem to be taken during the revision surgery. The proximal part of the femoral bone is osteotomized and portions of the proximal and distal stem parts are visible. Around the proximal part of the stem blackish tissue can be observed. The proximal part is tipped posteromedially. The third image shows some blackish tissue, probably removed from around the proximal stem part. Review of x-rays: one x-ray was received in jpg format. The image is cropped, the distal tip of the stem is not visible and in one corner ¿10.05.¿ can be seen. This probably represents the day and month when it was taken. The x-ray shows a revitan stem implanted on the left hip with a metallic head and shell. The latter is implanted with several screws. It seems that the center of the head is not coinciding with the center of the shell. The proximal stem part is tipped to the medial side as its lateral distal edge is protruding the cortical bone. It can be observed that the inner diameter of the proximal part is resting on the lateral edge of the connection pin. It seems that the conical nut is not anymore fixed to the thread of the connection pin. Above the trochanter minor, on the medial side of the proximal stem part a cerclage wire and the edge of what could probably be a metallic mesh can be seen. The brightness and contrast of the image is not optimal and an evaluation of the bone quality around the revitan stem is difficult. On the lateral side of the revitan stem in the lower area of the greater trochanter at the level of the connection pin the cortical bone appears to be reduced. There seems to be a bone cavity on the lateral side of the proximal stem part. In this region, proximally and laterally to the stem shoulder there is a radiopaque line, probably indicating the stem¿s original position before the tipping. At the distal end of the proximal stem part on the medial side there seems to be a bone gap visible. Radiolucent lines are noticeable on the lateral and medial side of the distal stem part. Visual examination: the proximal part of the revitan stem shows damage in the form of scratches and nicks on the stem taper, all around the neck region and on the posterior and medial side of the anchoring area. This damage can be attributed to the revision surgery. There are hardly any signs of bone ongrowth on the anchoring surface. On the posterior side the area around the two bore holes is polished. Part of this polished area has a half-circle appearance. On the anterior side a small polished area can be seen next to the distal bore hole. On the medial side polishing in the form of two horizontal lines can be observed. Medially, a piece of material approximately 9 x 20 mm is broken off at the distal end. The missing area¿s contour shows fracture surfaces. The distal half of the inner diameter is worn medially in such a way that the thickness of the material is clearly diminished. It can be observed that the medial region of the original manufactured groove, located approximately 15 mm proximal to the distal end, is worn. Laterally a new ledge located in the middle of the length of the inner diameter is visible. Above this ledge several parallel grooves can be seen. The distal face surface of the proximal part is partially polished and worn in the anterior-lateral (including the lateral nose) and posterior-medial regions. The broken off fragment from the distal end of the proximal stem part was received for investigation. The inner side of the fragment is worn to different extents of the original wall thickness. The lateral and proximal sides of the fragment show a fracture surface. The distal side of the fragment is worn and slightly deformed outwards. Some of the original nose area is still visible. The anchoring region of the distal part of the revitan stem shows some bone attachments. Removal damage in the form of scratches, some nicks and instrument marks can be recognized on the connection pin as well as on the stem body. The proximal face of the stem body is worn corresponding to the distal end of the proximal part. Different surface changes can be observed on the connection pin. The cylindrical region of the connection pin shows the original manufacturing pattern and smeared metal. On the anterior-lateral side of the cylindrical area some organic deposits can be observed. On the anterior side of the cylindrical region an area with polished spots can be noticed. The tapered region of the connection pin reveals a mixture of smeared metal, polishing and slight corrosion and fretting. The blasted area of the connection pin is slightly polished on the lateral, medial and posterior side. This can be attributed to the contact with the distal end of the proximal part after the loosening. The conical nut shows some slight scratches likely from the revision surgery. The lateral surface of the conical nut is partially polished. The distal half of the thread is damaged and worn to one side. According to the received documents the revitan stem was revised after approximately 10 years in vivo due to a breakage of the proximal part. The patient had a medium activity level and can be classified, according to the bmi scale, as moderately obese (obese class I: bmi 30¿35). As there is no clinical information available (e.g. Patient medical history, surgical reports or x-ray follow-up for instance to assess bone changes over time) further background of this case remains unknown. It can be assumed that the taper connection between the connection pin and the proximal part of the revitan stem became loose. The reason for this loosening is unknown and no comments can be made at what point in time the taper connection became loose. Because of the loosening of the taper connection the proximal part was able to move on the connection pin. The connection pin¿s repetitive contact with the proximal part after the loosening led to wear on the inner diameter of the proximal part and the worn thread on the nut. As a consequence of the wear, the proximal part was able to tip medially. The tipping of the proximal part led to a force effect on the distal end of the medial side resulting in its fracture. The already diminished thickness of the material probably facilitated the fracture. It stays unknown if the different surface changes seen on the surface of the connection pin existed already before the loosening of the taper connection and may have contributed to the loosening or exclusively developed as a concomitant phenomenon. The polishing seen on the proximal part of the stem could probably be attributed to the contact with the cerclage wire and mesh as could be indicated in the x-ray at hand. The blackish tissue seen in the operative pictures could point to an accumulation of metallic particles in the tissue as a result of the wear. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).